Manufacturer narrative:
(B)(4).

Event description:
It was reported that during installation of a oxygen sensor into a ventilator, the oxygen sensor was found to be broken. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.